Manufacturer narrative:
H6: investigation summary . A device history review was conducted for lot number 17055382 qty: (B)(4), qn/deviation: zero, mfg date: may/03/2017, no qn¿s were found for the reported lot. A trend review was performed for model 1001-110-004 and no qns related to this failure mode were found in a 12-months period (jun 14th, 2020 to june 21st, 2021). A trend review was performed for model 1001-110-004 and no additional complaint related to this failure mode was found in a 12-months period (jun 14th, 2020 to june 21st, 2021). Trend review. A trend review was performed for model 1001-110-004 and no qns related to this failure mode were found in a 12-months period (jun 14th, 2020 to june 21st, 2021). A trend review was performed for model 1001-110-004 and no additional complaint related to this failure mode was found in a 12-months period (jun 14th, 2020 to june 21st, 2021). Investigation summary. 32 samples of the model 1061-000-004 related to out of dimension failure mode were received in tj plant on may 12th, 2021 (image 1). 6 samples were labeled as ¿failed parts¿ and the remaining were labeled as ¿additional samples¿. A revision of the samples with the mft was performed, the samples were inspected by the molding team, and since the model 1061-000-004 is manufactured with the component (B)(4), the drawing were inspected. Nevertheless, it was observed in the drawing the characteristic inspected by the customer (.650¿) is not part of bd ctq as acceptance criteria, therefore, it was considered to measure the failed parts to review if the dimensions marked as bd ctq meets the spec. In the drawing for the (B)(4) the bd ctq dimensions belongs to both radius in the parts. The 6 parts labeled as ¿failed parts¿ were numbered from 1 to 6 for measuring purposes, the samples were measured by the molding team in the dimensions marked as ctq in the drawing as (ø .148 ±.002¿) and (ø .154 ±.002¿), the samples were measured according with measurement method in the drawing. The measures were as follows: sample, (ø .148 ±.002¿), pass/fail, (ø .154 ±.002¿), pass/fail; 1, 0.1498, pass, 0.1557, pass; 2, 0.1491, pass, 0.1550, pass; 3, 0.1483, pass, 0.1554, pass; 4, 0.1474, pass, 0.1527, pass; 5, 0.1484, pass, 0.1546, pass; 6, 0.1480, pass, 0.1547, pass. After the samples were measured in the dimension marked as bd ctq, it was concluded that all the samples marked as failed were in spec. All of them met the critical specifications by the drawing. Root cause definition based in the revision of the samples, it was concluded that the reported dimension (.650¿) is not part of bd ctq as acceptance criteria, therefore, the criteria reported by customer was confirmed, however, the pieces were dimensioned under method specified and validated as per manufacturing drawing and the pieces were found within spec. All of them met the critical specifications by the drawing. Corrective and preventive actions no actions were defined to bd manufacturing tijuana, since the samples reported by customer were found within spec according with the drawing specification (B)(4).

Event description:
It was reported that straight connector had parts out of specification. This occurred on 20,000 occasions. The following information was provided by the initial reporter: material #: 1061-000-004 batch/ lot #: 17055382. It was reported that the parts are out of specification. Verbatim: our customer has stated that these parts are out of specification: see their inspection results in the original email and where they've highlighted the failed dimensions . Quantity received: the customer received 20,000 pcs. Additional feedback shared 21apr2021: quantity rejected: 20,000 pcs. What is the determination for rejection? Did the customer measure pc by pc? Or was this an aql calculation ¿ aql total of 35 samples were inspected. See attached inspection report. If aql, with is the acceptance? Dim 0.300, 35 inspected, 2 failed. Dim 0.310, 35 inspected, 3 failed. Do we have their spec? Are their requirements, specification in alignment with ours? What is the measurement method? Calibrated caliper. Are samples available? Samples have been requested.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that straight connector had parts out of specification. This occurred on 20,000 occasions. The following information was provided by the initial reporter: material #: 1061-000-004 batch/ lot #: 17055382. It was reported that the parts are out of specification. Verbatim: our customer has stated that these parts are out of specification - see their inspection results in the original email and where they've highlighted the failed dimensions . Quantity received the customer received 20,000 pcs. Additional feedback shared 21apr2021: quantity rejected: 20,000 pcs. What is the determination for rejection? Did the customer measure pc by pc? Or was this an aql calculation aql total of 35 samples were inspected. If aql, with is the acceptance? - dim 0.300, 35 inspected, 2 failed. Dim 0.310, 35 inspected, 3 failed. Do we have their spec? Are their requirements, specification in alignment with ours? What is the measurement method? Calibrated caliper. Are samples available? Samples have been requested.